Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2111601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f unknown mynx vascular closure device (vcd) split apart when the doctor opened the device and broke inside the patient before the doctor was able to attempt closure. The doctor switched it out for another 5f mynx of the same kind and successfully closed the artery. There were no reports of patient injury. The device was stored and prepped according to the instructions for use. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The product will not be returned for evaluation because it was discarded.

Manufacturer narrative:
As reported, the balloon of a 5f unknown mynx vascular closure device (vcd) split apart when the doctor opened the device and broke inside the patient before the doctor was able to attempt closure. The doctor switched it out for another 5f mynx of the same kind and successfully closed the artery. There were no reports of patient injury. The device was stored and prepped according to the instructions for use. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The product was not returned for analysis. A product history record (phr) review of lot f2111601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon separated-during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive force used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.